Event description:
It was reported that the patient implanted with this right ventricular (rv) lead has twiddlers syndrome. The pacemaker system was noted to be a right-sided implant. As a result of the twiddlers syndrome, there was a sudden increase in the impedance and threshold measurements, along with a suspected lead fracture. Additionally, there was some short lead noise episodes observed when the patient moves their right arm. The patient is pacemaker dependent and has a very slow heart rate, and an irregular heartbeat. As a result of the chronic twiddlers syndrome, the patient is currently an inpatient for continued monitoring. It was also indicated that the patient underwent a venogram and venoplasty due to blockage in the superior vena cava (svc). In addition, programming changes to the device were made by increasing the output to the maximum level. The patient is being evaluated for a leadless pacemaker. Several days later, the patient was brought back into the hospital in an attempt to implant a new rv lead. First, the patient underwent a second venoplasty of the right subclavian vein to help insert a new rv lead. The attempt to implant the new lead via the right subclavian vein was unsuccessful due to blockage at the svc. The patient is being referred to another hospital for insertion of a leadless pacemaker system due to the chronic twiddlers syndrome. This lead currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead has twiddlers syndrome, and the pacemaker system is noted to be a right-sided implant. As a result of twiddlers syndrome, there was a sudden increase in the impedance and threshold measurements, in addition to a suspected lead fracture. Furthermore, there was some short lead noise episodes observed when the patient moves their right arm. The patient is pacemaker dependent and has a very slow heart rate, and an irregular heartbeat. Due to the chronic twiddlers syndrome, the patient is currently an inpatient for continued monitoring. It was also indicated that the patient underwent a venogram and venoplasty due to blockage in the superior vena cava (svc). Adjustments to the device's programming have been implemented, increasing the output to its maximum capacity. The patient is currently under evaluation for a leadless pacemaker. Several days later, the patient was brought back into the hospital in an attempt to implant a new rv lead. First, the patient underwent a second venoplasty of the right subclavian vein to help insert a new rv lead. The attempt to implant the new lead via the right subclavian vein was unsuccessful due to blockage at the svc. The patient is being referred to another hospital for insertion of a leadless pacemaker system due to the chronic twiddlers syndrome. This lead currently remains implanted and in service. No adverse patient effects were reported. Update: additional details from the field revealed that surgical intervention took place, and this lead was subsequently abandoned. The physician decided to implant a leadless pacemaker due to the patient's chronic twiddler's syndrome. There were no further adverse effects on the patient reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.